Manufacturer narrative:
Complaint conclusion: as reported, a 5f pigtail 65cm 8 side holes (sh) super torque marker bands diagnostic catheter broke in half in the patient during a transjugular intrahepatic portosystemic shunt (tips) procedure. The user was able to retrieve it from the patient with an unknown snare. There was no reported patient injury. The product was stored and prepped properly according to the instructions for use (IFU). No damages were noted prior to inserting the product the product into the patient. The user was trained to the device. The device was returned for analysis. One non-sterile cath mb 5f pig 65cm 8sh unit was received for analysis coiled inside a plastic bag. During visual inspection, the marker bands on the device were observed moved out of position, the unit presented ten out of the twenty marker bands moved out of position at the proximal section of the unit. A separation was also noted approximately at 25.2 cm from distal tip. No other anomalies were observed during the analysis. Per dimensional analysis, the outer and inner diameter was measured near the affected areas from the distal tip and the length of the catheter was also measured and all found to be within specification. Functional analysis could not be performed due to the condition of the catheter. Per sem analysis, results showed that the separated area of the body/shaft of the unit presented evidence of elongations. A product history record (phr) review of lot 17974344 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿catheter (body/shaft) ¿ separated¿ was confirmed through analysis of the device. A sem analysis was performed and, results showed that the separated area of the body/shaft of the unit presented evidence of elongations. The elongations found on the material of the unit are commonly associated with separations caused by material tensile overload. While the exact cause for the event could not be determined, the information provided, and the device analysis suggests that procedural factors may have contributed to the reported event. Additionally, the marker bands were found offset/out of position. However, dimensional analysis was found within specification, nevertheless, the outer diameter was closer to the lower limit, indicating that the device could be affected by a stretching or pulling force causing the movement of the marker bands. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿manipulation of the catheter under excessive friction due to interaction with other devices or while trapped in the vasculature, can lead to stretching or elongation of the catheter. Stretching or elongation of the catheter during endovascular procedures can lead to separation of the catheter and movement of the marker bands along the length of the catheter. Avoid excessive friction on the catheter.¿ based on the information available, the device analysis and the phr review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Manufacturer narrative:
This report is related to medwatch report #mw5114650. A review of the manufacturing documentation associated with lot 17974344 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 5f pigtail 65cm 8 side holes (sh) super torque marker bands diagnostic catheter broke in half in the patient during a transjugular intrahepatic portosystemic shunt (tips) procedure. The user was able to retrieve it from the patient with an unknown snare. There was no reported patient injury. The product was stored and prepped properly according to the instructions for use (IFU). No damages were noted prior to inserting the product the product into the patient. The user was trained to the device. The device will be returned for evaluation.